Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cuts on pink probe. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "the reddish rubber tip had holes" was due to cuts on pink probe. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic gastrovideoscope had holes on the reddish rubber tip. The issue occurred during inspection for use. There were no reports of patient involvement.